Event description:
Event description guidant received information that the patient with this pacemaker reported dizziness when leaving a secure institution with detection equipment. Her doctor checked the device and found it in working order with no out-of-range readings. The doctor felt that the dizziness was due to the detection equipment affecting the therapy. The patient indicated she had a history of ventricular dysrhythmias.